Manufacturer narrative:
The device was discarded. Investigation is not complete. The information on reprocessing of the device was requested for the international affiliate; however, no response has been received. The list number and lot number of the device that was in use are unknown. The customer contact identified the device as an unspecified dial a flo tubing set. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that the patient received less medication than intended. Ti was reported that the tubing set was primed, connected to a female adapter of an IV catheter and was being used to deliver 250 ml of privigen, intravenous immune globulin, via gravity. The customer contact reported that the initial delivery rate was set at 14 ml/hr and was titrated after 15 minutes. It was reported the device would not deliver at 30 ml/hr, subsequently the device was manually increased by counting the drip rate. The customer contact reported that the device was then set to deliver 125 ml/hr for 30 minutes; however, it was reported that 3/4 of the medication bottle remained full. It was reported that the therapy is typically delivered for duration of 80 minutes; however, the delivery was longer than the required 140 minutes. The tubing set remained in clinical use and the therapy was completed. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. Though requested, no additional information was provided.